Manufacturer narrative:
The reagent lot number is 920407. The expiration date was not provided. The field service representative replaced a valve, performed decontamination, and adjusted the rinse levels. The investigation is ongoing.

Event description:
There was an allegation of questionable bicarbonate results for 1 patient sample on a cobas c 503 analytical unit. The initial result was >50 mmol/l, and the repeated result was 26.4 mmol/l. The repeated result was believed to be correct. The sample was repeated because the result did not match the patient's clinical history.